Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported downstream occlusion error was not reproduced due to a constant ¿door not fully latched¿ error. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of specification downstream tubing guide depth. The downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had downstream occlusion outside of acceptable range - detects pressures greater than 19 psi. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.